Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The caregiver reported the cause of the peritonitis was due to the patient using a flexicap instead of a minicap. The patient received a shipment of flexicaps in place of minicaps. The caregiver reported ¿none of us checked if they were the correct caps¿ and ¿I thought it was just a new design. I didn¿t pay that much attention to it¿. The patient presented to the clinic and was treated with unspecified antibiotics for the event; however, it was not reported if the patient was hospitalized for the event. The patient was recovered from the event, 10 days after the peritonitis diagnosis. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.